Event description:
Correction the physician elected to explant and replace the ra lead.

Manufacturer narrative:
Correction: b5 and h3 for device replaced and returned.

Event description:
It was reported during implant that device interrogation revealed noise oversensing and high capture thresholds on the atrial (ra) lead. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.